Manufacturer narrative:
(B)(4). An investigation has opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: "it was reported that " at the end of tavi procedure, the physician was starting to close the common femoral. At the stage of pulling the manta out of the patient's artery, all the manta pulled out of the artery including the polymer. Measurement was 3+1 and the artery was over 6 mm without posterior calcification. The physician was plant cover stent at this common femoral artery. The hospital kept the faulty manta, but they washed it and took the collagen out of it. During the transplanting of manta, the collagen does not come out". Additional information has been requested from the account.

Manufacturer narrative:
(B)(4). One unit of manta was returned. Blood particulates were noted on the unit. Lever of the manta was engaged in releasing the components. A photo was received by vsi/teleflex and shows the 18f ce manta with the anchor completely outside the bypass tube. The device lot number was not reported for this investigation. Based on the information submitted, centrally positioned access was gained utilizing ultrasound guidance. Arteriotomy was greater than 6mm, mild calcification, no posterior calcification, with a depth measurement of 3cm + 1cm. No issues were reported advancing or withdrawing the 16f procedural sheaths. Following the tavi procedure, heparin was administered, and the 18f ce manta was deployed to the measured depth in the left femoral artery. While the physician was withdrawing the manta closure to deploy and release the anchor, the manta completely pulled out of the access site. The physician chose to place a covered stent and repair the artery. Due to an insufficient amount of information submitted for investigative purposes regarding the patient conditions and environment, initial and deployment procedures, and no angiograms submitted for investigative purposes, the root cause of the complete pullout cannot be determined. The manta instructions for use lists potential adverse events related to the deployment of vascular closure devices including failed hemostasis requiring manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent or surgical repair. Procedure requirements state arterial access should be gained using a micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery, do not puncture the posterior wall of the artery. Risk documentation was reviewed, and this is a known risk of the device.

Event description:
It was reported that: "it was reported that " at the end of tavi procedure, the physician was starting to close the common femoral. At the stage of pulling the manta out of the patient's artery, all the manta pulled out of the artery including the polymer. Measurement was 3+1 and the artery was over 6 mm without posterior calcification. The physician was plant cover stent at this common femoral artery. The hospital kept the faulty manta, but they washed it and took the collagen out of it. During the transplanting of manta, the collagen does not come out". Additional information has been requested from the account.